Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm and a keypad anomaly. The customer stated they were working in the rain. The customer's blood glucose level was 336 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump was received motor error alarm during occlusion test due to faulty force sensor resistor and with intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during our visual inspection. The insulin pump passed displacement, rewind, basic occlusion, prime and excessive no delivery test also; the motor passed the motor test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and scratched case.